Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a rh(d) negative control showed false positive results with both anti-d reagent and the negative control of erytype s rh donor when used on tango optimo. The customer stated that the images showed little globs of red cells but no true agglutination. The customer did return the supposedly defective product for investigational testing, but not the control that had caused a false positive test result. The customer returned six strips of an opened and one unopened erytype plate. According to the instruction for use, already opened foil packets that are not loaded on the tango optimo can be used for up to 24 hours if stored in a dry area at room temperature. Therefore our quality control laboratory only tested the unopened plate in comparison with their retained sample of erytype s rh donor on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh donor functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.